Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04362. The sheath and catheter were removed without need for a surgical cutdown. The access vessel minimum luminal diameter (mld) was 10mm, with severe calcification. The sheath was returned to edwards lifesciences for evaluation after use in the procedure. An introducer was inserted as returned. No imagery was provided. The sheath was visually inspected and the sheath liner was delaminated at the distal tip, with the total length about 3¿. The distal 1.5¿ of the delamination was inverted into the liner. The marker band was fully attached to sheath liner, and there was some distal tip damage. There were no tears or stretching of the sheath liner.  In addition, the returned delivery system had a radial and longitudinal balloon burst. Due to the nature of the complaint, no functional testing could be performed. As there are no dimensional specifications related to the complaint, no measurements were taken. A review of the lot history and the complaint history (december 2017-november 2018) did not identify any manufacturing non-conformities that would have contributed to the reported event.  All events were attributed to procedural factors.  A review of the complaint history revealed that the occurrence rate did not exceed the november 2018 control limit for the trend category of ¿damaged¿. The esheath instructions for use (IFU), commander delivery system IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for use of the esheath. No IFU/ training deficiencies were identified. During the manufacturing process, the esheath shaft was 100% visually inspected using minimum 3x magnification.  After assembly was completed, the 100% inspection was repeated.  Product verification (pv) testing was completed for the work order on a sampling basis. All samples from the related work order passed pv testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. It is possible that the torn balloon caught on the sheath tip during withdrawal. Additional force may have then been applied to remove the stuck device, which could have then caused damage to the sheath and resulted in the observed delamination. Available information suggests procedural factors (withdrawal of burst balloon) may have contributed to the complaint event.  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure. No manufacturing non-conformances were identified in the product evaluation, no labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the complaint control limits; therefore, no preventative or corrective actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, 29mm sapien 3 case by tf approach in aortic position. Bav was done with a 25mm edwards balloon. During valve deployment, the commander delivery system balloon burst. The valve was already fully inflated at the time of balloon burst and no post dilation was needed. The commander was removed through the sheath. Final valve position was 80:20 with only a trace of pvl. The patient was stable post procedure. In CT showed a severe non-coronary leaflet calcification. As pre pre-deco evaluation, the sheath distal tip was delaminated 3", distal 1.5" inverted.